Event description:
It was reported that the end of a one-link extension set that connects to the patient's tubing was unable to be connected. The reporter stated that this was due to the set's end being "egg-shaped and not round" and the sleeve being "abnormal". The process step during which this occurred was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed damage to the adapter of the set. The device was also pressure tested for clear passage. The pressure test did not fail. The reported condition was verified. The assignable cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.